Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that they experienced change sensor alarm and sensor anomaly. The customer's blood glucose value was 130-180 mg/dl. The customer stated that the change sensor alert occurred after consecutive cal errors. The customer stated that there were some strips in the sensor that looked separated. The product was returned for analysis.